Manufacturer narrative:
No sample or lot number have been provided. Misplacement is a known risk of all feeding tube placement procedures. Feeding tube placement is dependent on the clinician and patient and not the feeding tube itself.

Event description:
When the old feeding tube was replaced with this feeding tube the physician had difficulty inserting it. On the same day, the patient's spo2 dropped so an x-ray was taken. It revealed a pneumothorax in the right lung. The pneumothorax was confirmed by CT scan as well. It was confirmed by x-ray, however, that the feeding tube had been placed in the stomach.